Manufacturer narrative:
H6- medical device problem code 2017 clarifier: failure to follow steps/instructions a visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficult to remove appears to be related to user error. It was reported that the command 18 guide wire was used with a cardiomems device in the left pulmonary artery. It should be noted that the hi-torque command 18 instructions for use (IFU) states: ¿this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal, and infra-popliteal arteries. This guide wire may also be used with compatible stent devices during therapeutic procedures.¿ in this case, it is likely that the IFU deviation contributed to the reported difficulty encountered during removal of the guide wire. Additionally, it is likely that the noted interaction between the guide wire and cardiomems catheter contributed to the polymer damage noted during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
In this case, it was noted that the reported difficulty during removal occurred after the cardiomems had been successfully deployed. It is likely that using the guide wire outside of its labeled indication contributed to the reported difficulty encountered during removal of the guide wire from the cardiomems device, outside the patient. The devices were removed from the anatomy as a single unit. Force used to free the guide wire resulted in the polymer damage noted during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to place a pulmonary artery sensor. The command 18 guidewire (gw) was advance to it's intended location and the pulmonary artery sensor was deployed; however, during removal the gw became stuck with the delivery catheter and had to removed as a single unit. There was no adverse patient effect and clinically significant delay reported in the procedure. No additional information was provided.